Event description:
The pt believes he saw a 77 on his infusion device screen and his device was beeping. The pt changed out the power pack and his infusion device worked properly. The pt had been made aware of the power pack recall. The pt's blood glucose was not affected. The pt did not report assistance by a healthcare professional or second party to address the issue. Product has been requested for return to be evaluated.